Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the external pressure numbers of p-aux were out of specification. The pressure were zeroed and the failure persisted. The failure occurred during maintenance. No harm to any person has been reported. Any pressure issue or pressure reading issue can lead to a pump stop if the interventions were set by the user. Therefore a report is required. A getinge field service technician (fst) was sent for investigation on 2024-12-17/13. During testing, the p-art values were found to be unstable during zero pressure calibration. The pressure values would jump between -1 to 1 mmhg intermittently. There was no contamination on the sensor panel. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿p- art sensor disconnected¿ could be confirmed on the date of event. A similar failure was investigated by the getinge life-cycle-engineering on 2023-01-26 with following conclusion: the failure could be confirmed. The most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This lead to the unstable value changes of the pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-11-26 for the period 2014-08-23 to 2024-11-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-08-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure values out of specification" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the external pressure numbers of p-aux were out of specification. The pressure were zeroed and the failure persisted. The failure occurred during maintenance. Any pressure issue or pressure reading issue can lead to a pump stop if the interventions were set by the user. Complaint ID # (B)(4).